Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the xenon light burned out. Additional information was requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the lens was found cracked and the illuminator module was subsequently replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 1, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a cracked lens. An internal investigation was opened to address this issue. (B)(4).

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the lens was found cracked and the illuminator module was subsequently replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 1, 2010. Based on qa assessment, the product met specifications at the time of release. The tabletop illuminator and lamp were received for evaluation. A visual assessment of the returned illuminator module revealed cracked aspheric collimating lenses and debris from these cracks inside the lamp socket. Refer to the attached investigation log and photos. A visual evaluation of the returned lamp revealed no obvious nonconformity. A known good lamp was installed into the returned module then installed into a calibrated system for functional testing. The illumination output from both ports of the module was found to be less than the specification. The returned lamp was installed into a calibrated system and the illumination output was found to meet specifications. The root cause of the reported event can be attributed to a cracked lens. An internal investigation was opened to address this issue. (B)(4).